Event description:
Attorney alleges following implantation, plaintiff suffered personal injuries, loss and damage. Particulars of the injuries include: capsular contracture, breast pain, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system, loss of nipple sensitivity, joint pain, headaches, migraines, blurred vision, chest pain, heart palpitations, cold sensitivity, bowel dysfunction, chronic fatigue, memory deterioration, cosmetic damage, anxiety, nervousness and depression.